Event description:
A us distributor contacted zoll to report that a patient developed skin irritation. The irritation was described as red and itchy. There was no alleged device malfunction contributing to the irritation. Patient was recommended to use lotion by a physician. Follow up indicated that the rash has improved.